Event description:
It was reported that the customer requested an extended bolus. Pump screen indicated that the bolus was still being delivered; however, pump data indicated the entire bolus was complete. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.